Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the insertion of the locking screw in metaglene the surgeon felt in the beginning some resistance in screwing the locking screw and then the outer head of the screw broke. He tried to remove the screw but he did not get it out.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the device confirmed the failure mode as reported depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a surgical delay of about 5 minutes.